Event description:
Cd 10 spacer, the trial broke in half. Retrieved all pieces for the component. Per dr (B)(6), component was sent to central for sterilization and returned to zimmer rep dave lupra for replacement.